Manufacturer narrative:
It was reported that the required snap ring component that connects the cardanic to the lighthead was missing when it was installed. The stryker field service technician (sfst) installed the light head and after installation, performed a visual inspection on the cardanic and lighthead. After a discussion with an additional sfst, the decision was made to uninstall the light from the cardanic and reinstall the previous lighthead. After performing these steps, it was noticed that the snap ring component that is seated at manufacturing, was absent from the cardanic. A new cardanic and lighthead were shipped overnight and installed and released for customer use. There was no patient involvement, injury or adverse consequence.

Event description:
It was reported that the required snap ring component that connects the cardanic to the lighthead was missing when it was installed. There was no patient involvement, injury or adverse consequence.